Event description:
During powering down of the infusion pump a key was pressed which allowed the pump to sit idle. Since the system was never powered off completely the patient weight remained as (B)(6) during the idle state. The correct weight should have been (B)(6).